Manufacturer narrative:
No complaint sample was obtained during the timeframe for investigation of this complaint. If a complaint sample is received following the closure of this complaint, the received sample will be evaluated, and a new report will be filed as a follow up. It is acknowledged that each holmium fiber unit is subject to 100% inspection prior to release which includes a verification for physical defects as well as power transmission testing with a holmium laser. An important factor is that dornier holmium fibers are fragile and must be handled with care as instructed in the dornier holmium fiber IFU. No manufacturing defects or inconsistencies were revealed during the investigation. It is acknowledged that the complainant indicated an error in the usage of the ureteroscope was the root cause of the fiber breakage.

Event description:
Complaint information was received for a holmium fiber which was identified to have broken due to a, "mistake of the medical staff in the use of the ureteroscope." No adverse patient impact occurred due to this product complaint.